Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the tower door had failed. A field service engineer (fse) retrieved pockets from the main drawer 5.1 a4 and e6. The e6 pocket was reinserted and inventoried, while a4 was removed but required disassembly and reloading into the auxiliary. Additionally, tower door 2 did not respond during the recovery attempt. The fse confirmed that the power button on the top of the tower was engaged, cleaned the microswitches on the latch of tower 2, and applied conductive grease to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower door failure. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.